Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device cuff ripped during intubation. The clinician was able to remove the tube and re-intubate without issue, just loss in volume and continuous ventilator alarm. The same issue happened to three different et tubes. The patients were successfully reintubated with a new et tube.